Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: "one of the implants is deflated".

Event description:
Patient reported "one of the implants is deflated". This record is for unknown side. Device remains implanted.